Event description:
I had a prolene mesh for stress incontinence. It eroded through my urethra. I had to have it removed creating damaged to my urethra. Since I have had 2 more with the second one eroding through my vaginal wall. I have extensive damage to my bladder and urethra with constant urinary tract infections and incontinence. Dates of use: 2006. Diagnosis or reason for use: stress incontinence, eroded through urethra and bladder. Event abated: no. Event reappeared: no.